Event description:
Warning message 200m (mapping connections not detected) appeared on the carto system. All connections were checked and the defective part was the catheter. There was not any patient harm involved due to this.